Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent a spinal fusion (l4/5) for treating vertebral canal stenosis on (B)(6) 2022. The surgeon deployed the implant with the help of a hammer. Next, the surgeon tried to detach the applicator inner shaft, however, both tightly stuck together and were not able to be separated. The surgeon prepared a replacement applicator inner shaft and an implant and completed the rest of the procedure without surgical delay. The surgeon later confirmed that he did not appropriately connect the applicator inner shaft in question and the implant. Patient was stable. This report is for a t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4). Additional reports are captured under (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.